Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the pump screen. Customer's blood glucose was 600 mg/dl. A manual correction injection was administered to address elevated bg. Technical support instructed the caller on proper button operation, removed the pump from its case to ease the button usage, and confirmed the pump was still hard to operate. The customer continued to use the pump for insulin therapy.